Event description:
It was reported surgeon was doing a primary right knee surgery and two trial cutting guides broke.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. A material analysis was performed and concluded the following: the two returned trial cutting guides broke in overload due to the application of a bending load. The base metal of the screw shaft was determined to be a fe-cr-ni-cu alloy consistent with a 17-4 ph stainless steel. No material or manufacturing defects were observed on any of the device features examined. The event was confirmed. A material analysis determined the instrument fractured in overload due to bending from user misuse and/or mishandling. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported surgeon was doing a primary right knee surgery and two trial cutting guides broke.